Manufacturer narrative:
The reported events were helix mechanism issue and cardiac perforation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the right ventricular lead helix would not retract during repositioning attempt. This resulted in cardiac perforation and pericardial effusion which the patient stabilized from on their own by the end of the case without intervention. The lead was exchanged. The patient was stable following procedure.